Event description:
It was reported that the 9800 system had poor image quality and the left monitor would flicker. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The video controller board was replaced during the service call. The system was tested and found to be working as intended and put back into service.